Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for hypoglycemia. Customer's blood glucose was 24 mg/dl. Customer was not wearing the device for less than 48 hours prior to the hospitalization. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.